Event description:
A report was received that the patient's precision system was explanted due to the ipg protruding through thr skin. The device was functioning properly prior to the explant and the patient was reportedly doing well after the explant.